Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/there were still pieces of the coils still in her uterus"), embedded device ("fragment of coiled silver metallic material is identified embedded within the anterior myometrium near the uterine fundus / essure coils remain in top of womb") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety state on (B)(6)2013, depressive disorder in 2011, acne in 2011, low back pain on (B)(6)2012, constipation, lymphadenopathy and painful l arm. Previously administered products included for an unreported indication: paxil and mortin. Concurrent conditions included obesity since (B)(6)2012, menses irregular since (B)(6)-2014, dyspnea since (B)(6)2014, depression since (B)(6)2014, backache since (B)(6)2015, dysfunctional uterine bleeding since (B)(6)2015, metrorrhagia since (B)(6)2015, hair loss since (B)(6)2015, pleuritic pain, chills, restlessness, poor concentration, feeling guilty, indecisiveness, suicidal ideation, weight gain, appetite disorder, menses irregular since (B)(6)2015, rib pain since (B)(6)2015, swelling of feet since (B)(6)2015, menometrorrhagia, somatic symptom disorder, endometriosis, uterine bleeding, menses irregular, lower abdominal pain, ovarian cyst, uterine fibroid, breast discharge, breast lump, breast pain, urinary frequency, urinary urgency, vaginal discharge, vaginal dryness, vulval irritation, kidney stones, chronic cervicitis, urine odour abnormal, abdominal pain lower, pulmonary embolism, shortness of breath, multiple allergies (tramadol), nervousness and anxiety. Concomitant products included ibuprofen and macrogol (polyethylene glycol). In 2014, the patient experienced dyspareunia ("intercourse pain"), fatigue ("fatigue"), alopecia ("hair loss"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding/irregular bleeding"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced coital bleeding ("intercourse bleeding / post coital bleeding"), arthralgia ("joint pain"), groin pain ("groin pain"), perineal pain ("perineal pain") and suprapubic pain ("suprapubic pain"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pelvic pain / pain"), rash ("skin rashes") and tooth disorder ("dental issues"). The patient was treated with surgery (total laparoscopic hysterectomy with cystoscopy and total laparoscopic hysterectomy with cystoscopy and bilateral salphingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, genital haemorrhage, abdominal distension, dyspareunia, coital bleeding, pelvic pain, rash, tooth disorder, fatigue, alopecia, menorrhagia, vaginal haemorrhage, arthralgia, groin pain, perineal pain and suprapubic pain outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, coital bleeding, device breakage, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, menorrhagia, pelvic pain, perineal pain, rash, suprapubic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery on the right side, there were 5 coils present at the end of the procedure. On the left side, there were 5 coils present at the end of the procedure. Discrepancy noted as per previous follow up: date of removal: (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Pathology test - on (B)(6)2017: gross description: opening the uterus reveals an endometrial cavity with the usual configuration which is partially lined by a yellow tan somewhat hemorrhagic, glistening endometrium which measures up to 0.3cm in thickness. On sectioning, a 0.7 cm in length x 1.2 cm in diameter fragment of coiled silver metallic material is identified embedded within the anterior myometrium near the uterine fundus.. Ultrasound scan vagina - on (B)(6)2017: comment: the uterus and ovaries appear normal. There is an anterior fibroid, approx. 1x 1.5cm, bilateral essure noted.. X-ray - on (B)(6)2017: there were still pieces of the coils still in her uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, loss of hair, fatigue, menorrhagia, , perineal pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jan-2019: medical record received : event added from mr: : fragment of coiled silver metallic material is identified embedded within the anterior myometrium near the uterine fundus / essure coils remain in top of womb. Concomitant and historical conditions were added. Concomitant drugs were added. Reporter information was added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B61388) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paxil and mortin. In 2014, the patient experienced dyspareunia ("intercourse pain"), fatigue ("fatigue"), alopecia ("hair loss"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding/irregular bleeding"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced coital bleeding ("intercourse bleeding / post coital bleeding"), arthralgia ("joint pain"), groin pain ("groin pain"), perineal pain ("perineal pain") and suprapubic pain ("suprapubic pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pelvic pain / pain"), rash ("skin rashes") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, abdominal distension, dyspareunia, coital bleeding, pelvic pain, rash, tooth disorder, fatigue, alopecia, menorrhagia, vaginal haemorrhage, arthralgia, groin pain, perineal pain and suprapubic pain outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, coital bleeding, device breakage, dyspareunia, fatigue, genital haemorrhage, groin pain, menorrhagia, pelvic pain, perineal pain, rash, suprapubic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: seh had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-dec-2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B61388) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paxil and mortin. In 2014, the patient experienced dyspareunia ("intercourse pain"), fatigue ("fatigue"), alopecia ("hair loss"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding/irregular bleeding"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced coital bleeding ("intercourse bleeding / post coital bleeding"), arthralgia ("joint pain"), groin pain ("groin pain"), perineal pain ("perineal pain") and suprapubic pain ("suprapubic pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pelvic pain / pain"), rash ("skin rashes") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, abdominal distension, dyspareunia, coital bleeding, pelvic pain, rash, tooth disorder, fatigue, alopecia, menorrhagia, vaginal haemorrhage, arthralgia, groin pain, perineal pain and suprapubic pain outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, coital bleeding, device breakage, dyspareunia, fatigue, genital haemorrhage, groin pain, menorrhagia, pelvic pain, perineal pain, rash, suprapubic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: seh had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: reporter, historical drug and events (abnormal bleeding (vaginal, menorrhagia), post-coital bleeding, irregular bleeding, joint pain, perineal pain, suprapubic pain, groin pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloatin"), dyspareunia ("intercourse pain "), coital bleeding ("intercourse bleeding"), pelvic pain ("pelvic pain / pain "), rash ("skin rashes"), tooth disorder ("dental issues"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, abdominal distension, dyspareunia, coital bleeding, pelvic pain, rash, tooth disorder, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, coital bleeding, device breakage, dyspareunia, fatigue, genital haemorrhage, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.